Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid.

Event description:
It was reported by the customer "nursing staff at this customer location experienced 3 separate needle sticks with the same huber needle item. Customer indicated the needle would not properly retract as they normally should." This report addresses the first device.